Event description:
IV pump did not alarm and was counting down volume, but no solution was infusing. Bag did not empty. Site was clotted. Tubing became crimped and occluded. Dual pump's left side working appropriately but right side malfunctioned. (As facing pump) (pump 2).